Event description:
A pump declared an altitude alarm, but there was no adverse impact to the customer's blood glucose level. The issue occurred earlier in the day, and insulin was not suspended due to the altitude alarm. The customer did not need to replace the cartridge, and technical support provided tips for preventing altitude alarms, which the customer understood and acknowledged. The caller was able to resume insulin with the original cartridge.